Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer states they were in a coma for five days. The customer's blood glucose level at the time of incident was over 700mg/dl. The customer's most current level was 226mg/dl. The customer states they were treated with insulin drip, and take off the pump until blood glucose levels stabilized. Troubleshoot was conducted. The device passed testing and was found operating as designed. The customer was advised to monitor the device and contact their healthcare provider regarding unexplained high blood glucose levels.